Event description:
It was reported that the user experienced hyperglycemia after a supply change while using the ilet system with an inset 23", 6 mm infusion set; no leaks or kinks were observed, insulin was observed dripping from tubing, and education on potential causes such as a bent cannula and monitoring was provided. Symptoms included elevated blood glucose up to 270 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, no backup therapy, and blood glucose returned to target after a supply change. Investigation included user interview, supply check, and troubleshooting and education. Investigation of this case revealed hyperglycemia of unclear cause with no device alarms or alerts and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.